Event description:
Pt tested blood glucose = 360 mg/dl at midnight on suspect device. There were no other readings that day but the previous day his readings were higher than usual. The pt took 4u of humalog and 2u of nph insulin, based on the 360 mg/dl result. At 4 am, he suffered a seizure and was treated at the hospital with glucose intravenously. Pt had not been using humalog for very long and was later instructed to never take more than 2 units at a time. His dr. Also prescribed antibiotics.